Manufacturer narrative:
Gastrointestinal bleeding has been identified as a known potential risk associated with use of the lvad system as outlined in the instructions for use. While the root cause of the event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. Underlying individual patient factors and inr above the recommended range may also play a role. Gi bleeding and av ms are known potential complications associated with all patients implanted with vads. The heartware® instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported by the site that on (B)(6) 2016 the patient reported having dark stools but no "brbpr". Due to low h7h patient was given 5 units of pack red blood cells on (B)(6) 2015. On (B)(6) 2015 the patient had an egd performed which identified gastric bleeding included bipolar cautery with hemostasis achieved. Multiple proximal jejunal av malformations that were actively oozing, and a total of 5 were successfully thermally coagulated. Coumadin was held starting on (B)(6) 2015. Pt was on no asa due to hx of gib. Coumadin resumed on (B)(6) 2015. Patient was discharged home on (B)(6) 2015. No additional information provided.